Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a vats lobectomy. After the second firing of the reload across the bronchus the surgeon had difficulty removing the stapler from the tissue. The cartridge appeared to be stuck to the tissue. The reload was able to be removed and there was a unformed staple wedged in one of the pusher bars and sticking out. All other staples formed normally. The device had a poor staple formation during division of bronchus. After the second firing of the stapler across bronchus, the surgeon had difficulty removing the stapler from the tissue. Nothing additional needed to be done in order to complete the case. No patient injury.